Event description:
Physician reports incidence of user error leading to treatment for hyperglycemia. Physician reports that patient had changed physician-ordered basal insulin delivery profile and caused hyperglycemia. Physician reports his belief that pump is functioning correctly. Pump not returned for evaluation.